Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010; 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead might be failing. Follow up indicated the rv lead exhibited high impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.